Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Bent advancer. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw forming 7 clips with gap and 2 conforming clips. The device was noted to have the tip of the advancer bent. In addition, the device was inserted into a b5lt trocar to detect any drag force issues and no anomalies were noted. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia procedure the device did not fire. The device became stuck in the trocar when being removed from the patient and were removed together. It is not known how the case was completed. No other information was available. No patient consequences were reported. It is not known if the trocar is being returned.